Event description:
It was reported that the patient experienced ineffective therapy following a fall. Lead migration was confirmed via imaging. As such, surgical intervention took place on (B)(6) 2023 wherein the lead was repositioned to the correct level to address the issue. Reportedly, therapy was restored post op.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.